Event description:
It was reported that at 90,127 joules of use and 15:27 minutes, while using the side-firing surgical fiber during a prostate procedure, the "aiming beam end-firing". The procedure was continued using a second surgical fiber. At 87,818 joules while completing the case in coagulation mode with the second fiber, the fiber tip reportedly detached inside of the patient and was retrieved. The procedure was completed using the second surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-437b-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.